Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer cleaned and disinfected the device before they sent it in for evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the device passed the initial leakage and electrical safety tests. The air/water cylinder had no color. The suction cylinder had no color. The plug unit had a scratch. The label on the suction connector was peeled. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bowden cables on the evis exera iii gastrointestinal videoscope needed adjustment. The device was returned for evaluation. During the device evaluation, a reportable malfunction concerning a whitish foreign material was found inside the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.